Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code - e0131 speech disorder. H6 codes: health effect - clinical code - e0122 movement disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred the day after the sensor had been inserted in the abdomen. The patient experienced speech and movement inability. The cgm was reading 66 mg/dl and the blood glucose was not checked because the patient does not have a mater. The spouse called 911 and ems checked the bg which was 31 mg/dl and the cgm reading was not documented. The patient was treated with an unspecified IV and transported to the hospital. Approximately 6.5 hours later, the bg was 470 mg/dl and the cgm reading was not documented. The rebound hyperglycemia was treated with insulin. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.